Manufacturer narrative:
One device was returned for analysis. There was no evidence to review in the device's event history log. A functional test was performed, and the reported issue was duplicated. The cause of the reported issue was unknown. As a result, the downstream occlusion sensor will be replaced. Service history review identified the device has been in before for repair related to the customer stated problem.

Event description:
It was reported that the device was sent in for repair for an unknown issue. The device evaluation revealed a nonfunctional downstream occlusion sensor. There was unknown patient involvement, no patient injury was reported.